Manufacturer narrative:
(B)(4). Result of investigation: carefusion was able to verify the reported issue. Visual inspection revealed a burnt pin on the ac adapter connector. This condition will prevent the ac adapter from powering up the ventilator. Carefusion scrapped the ac adapter after failure analysis.

Event description:
It was reported to carefusion that the ac adapter had a burn out. This reportable issue is in regards to an adapter that was used on the customer's demo ventilator, therefore there was no patient involvement.